Event description:
It was reported that during an unknown procedure blade can¿t advance.

Manufacturer narrative:
(B)(4). Batch # 530a09. Cartridge lot # 512a36. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the tlc75 device device was received with no apparent damaged and with a reload loaded in the device and a second reload (b) 524a86 present. The swing tab of the reload loaded was found to be in the unlocked position with 12 drivers up without staples scattered along the staple line. The reload (c) was received with the swing tab in the locked position and the proximal 34 drivers up. The reload (b) was reset and the device was tested for functionality with the returned reload and it fired, cut, and formed all the remaining staples as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. The event reported was confirmed and it is related to improper use of the device. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. In addition, failure to complete the stroke may result in incomplete staple line. It is possible that improper handling of the reload caused the staples to fell out, the proper handling instructions should be used when removing and reloading cartridges into the device, please reference the instructions for use. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The following information was requested but not available: 1. Did the reload lock out and would not work? 2. Did the device staple? 3. If the device stapled, was the staple line complete? 4. If the device stapled, what was the shape of the staples (b-formation, irregular, legs straight)? 5. Did the device cut? 6. If the device cut, was the cut line complete? 7. Were the cut line and staple lines equal? 8. Could you please clarify if there were any patient consequences? 9. Could you please clarify if was any change in the post-operative care of the patient as a result of the event?